Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to flattened dome switch on esc and act buttons. No button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir tube window.